Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: crease fold, wear abrasion, opening in the radius, yellow particles inside the device and black particles in the fill channel. Leak test was performed and found opening on radius. A microscopic analysis was performed which identify opening sharp in the radius. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a sharp opening on radius side assessed as to an unidentified (tear) opening. Additional, corrected and/or changed data: g.1, h.3, h.6.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Device has been explanted

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.